Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for a post implant check. Device interrogation revealed failure to capture and sensing issue of the atrial lead. A chest x ray noted that the lead had dislodged. Repositioning of the lead was attempted but the helix would not extend back for placement. The lead was explanted and replaced. The patient was stable post procedure.